Event description:
It was reported that an attempt to obtain the measured data was not successful. The information came out blank. After rebooting the programmer, the initial reading was 2.75 v, 9 ua, 2.9 kohms. A subsequent reading was 2.51 v, 10 ua, 16.6 kohms.